Event description:
Per the clinic, the patient experienced an infection at the implant site, exposing the receiver/stimulator. The patient was subsequently was treated with oral and topical antibiotics (specific date and duration not reported). The device was explanted on (B)(6) 2023 and reimplantation is planned but had not taken place at the time of this report.